Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 17jul2024. Additional, changed, and/or corrected data: d9.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Continued e1 phone number: (B)(6). Clarification to a2: only year provided.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced with non-allergan device. This record relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical impact opening. As per the investigation procedure stress mark, was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, corrected and/or changed data: d.9, h.6

Event description:
Healthcare professional reported, rupture. Device has been explanted and replaced with non-allergan device. This record relates to the right side.